Manufacturer narrative:
Information from this problem is included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that tampon components separated at removal. Consumer was able to remove all tampon pieces. No injury was reported, no fibers left behind.